Manufacturer narrative:
Product event summary: analysis was unable to confirm the reported event, the programmer powers up and remained powered up over 24 hours, there was one error in the error logs. As a result the link electronic module (lem) circuit board was calibrated and software was reloaded. It was also noted that the system fan was noisy.

Event description:
It was reported that at times the programmer would not power up. The programmer was returned for service. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: product ID 229047 software analyzer. (B)(4).